Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. During the inspection of the 5mm, 45cm peek multi-function handle the insulation was noticed to be compromised. Visible dings and scratches were seen throughout the shaft. The serial number on the product returned could not be confirmed due to a possible third party repair. The insulation is missing the etching which consist of lot number, part number, ce mark and us pat number. The serial number noted on the complaint record is (B)(4). The probable root cause could be normal wear and or mishandling. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. During the inspection of the 5mm, 45cm peek multi-function handle the insulation was noticed to be compromised. Visible dings and scratches were seen throughout the shaft. The serial number on the product returned could not be confirmed due to a possible third party repair. The insulation is missing the etching which consist of lot number, part number, ce mark and us pat number. The serial number noted on the complaint record is 04082015¿. IFU 1000401070 states "before use, ensure that there are no breaks, chips, cracks, scratches, tears, or missing/loose components on the shaft insulation, handle, or housing. Do not use the instrument if any of these defects are present as this could cause unintended electrosurgical burns and life threatening complications. If damage has occurred, discontinue use and return the instrument for repair or replacement." The probable root cause could be normal wear and or mishandling. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.